Event description:
Reported as leak. "A fracture of tubing at the connection pin between bandside and port side."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 05/12/08. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the serial number and implant date provided the connector type is assumed to be a taper ii. Analysis of the device returned noted sharp opening to a piece of unidentified lap-band system tubing which had a curved like pattern. The cause of this damage is unknown. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."